Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pump history and settings were reviewed with the pt and revealed that the pt was not priming the pump or completing the fill cannula step. The pump settings were confirmed with the pt to be correct. The pt also stated she was not checking blood glucose or correcting with insulin after eating. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
Pt's husband reports hospitalization, due to elevated blood glucose levels.